Event description:
It was reported that this penile prosthesis was explanted and replaced. Prior to explant it was determined that the device had eroded through the right corpora and the pump had migrated out of the scrotum. It was reported that there was no catheter placement, adjuvant radiation, or other procedure performed prior to the erosion. No additional adverse patient effects were reported.